Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) passed away over one month ago. The device was explanted shortly after the patient's death. Since that time, the device has been handled by multiple people and was not programmed off until recently. The last electrograms were overwritten by noise. The physician suspects the device may have undersensed the patient's rhythm. The device will be returned for stat analysis.

Manufacturer narrative:
Event conclusion. The device is currently being analyzed by the reliability assurance laboratory. Upon completion of the analysis, the event will be updated.